Event description:
A malfunction alarm was reported with a code displayed as malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur, allowing the customer to continue using the pump. The customer was instructed to call back if any malfunction code appeared again, and they acknowledged and understood the guidance.